Event description:
The customer reported the scope was locking during a diagnostic colonoscopy procedure. The procedure was completed with the same device involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of the lock engagement lever, the up/down knob cannot be locked securely. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device